Event description:
It was reported that, "revision of the cup because it was loose. The primary surgeon cemented the cup in because upon final trialing, the cup toggles. Primary surgeon was not happy with liner and cup fit so he cemented it in."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.